Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 295 mg/dl (advantage) and 100 mg/dl (nurse's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.